Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 247 mg/dl at the time of the incident. The customer stated that she took the battery out and the pump never turned back on and stayed completely blank. The customer did not have new aaa alkaline battery to test with the pump. The insulin pump will not be returned for analysis.